Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio reviewed the device data and verified the reported issue. Physio observed the customer was using batteries which were beyond acceptable dates of use. The battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would flash on and off. This indicates that the device was inappropriately resetting. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.